Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, rectocele and vaginal vault prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems and recurrence. It was reported that the patient experienced rectocele and enterocele and underwent mesh revision/removal on (B)(6) 2007. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 03/16/2006 concurrently with an exploratory laparotomy with lysis of adhesions, right salpingo-oophorectomy, abdominal sacral colpopexy, burch urethropexy, and enterocele repair. No additional information was provided.

Manufacturer narrative:
(B)(4).